Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a pt. There was no reported adverse pt impact. The pt was subsequently switched to the backup freedom driver. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the pt because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
Review of the alarm history (eeprom) data confirmed that the driver did not exhibit a permanent fault alarm while supporting the patient. Only permanent fault alarms are recorded in the eeprom. Intermittent, recoverable, and battery alarms are not recorded. The fault alarm "left drive pressure too low for long enough to be a permanent time-out" recorded in the driver's alarm history is typically seen as a result of a driver exchange. Because this alarm was not duplicated during testing, this confirmed proper operation of the drivers electronics and output pressures produced by the pcba and is likely not the same alarm experienced by the customer. Despite the customer-reported fault alarm, the risk to the patient was low because the driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components of the driver revealed a shortened right 1 brand name driveline. Visual inspection of the internal components of the driver revealed foreign object debris on the exhaust fan, fan cover, speaker printed circuit board assembly (pcba) and in the left battery well. The debris was not related to the root cause of the customer-reported issue, and the parts were cleaned or replaced during health professional servicing of the driver.